Event description:
Consumer reports accuracy problems associated with bd logic bgm. Analysis of the reported readings using clarke error grid with a reference point of 130 (mean average of reported readings) indiated one reading (487) in the c zone - potential malfunction.